Event description:
The sales rep reported that during a rotator cuff repair that the tip of the customer's expressew iii needle broke off when the surgeon fired the gun the 1st time. The surgeon had difficulty firing the suture through the tissue and upon removing the gun to check the device saw that the needle tip was blunt. X-rays were done but nothing was seen in the joint. The surgeon cannot confirm whether the tip broke upon dry testing the device before use on the patient or on the first pass into the tissue. The surgeon completed the procedure with another same like needle with the same gun with no patient consequences. A 10 minute delay was reported. The customer discarded the remaining piece of the needle.

Manufacturer narrative:
The complaint device is not being returned and therefore not available for a physical evaluation. However, from past investigations of similar failure modes, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. The needle could also break if it accidentally hits the bone or other instruments. Eiii needles have been designed to pass 15 times through tissue and any usage beyond this would cause the needle to fatigue. It was reported the needle may have broken on dry fire or on first pass. The needles are not intended to be dry fired and therefore this failure can be attributed to user error. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. The complaint rate has been reviewed against the risk analysis document and found to be within the expected levels. Based on the complaint history, no further corrective action is warranted at this time. However, this file will remain receptive to any potential forthcoming information that is pertinent to this issue. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.